Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power off. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the evening of (B)(6), 2010 (time not specified). The patient informed the cca that she manages her diabetes with insulin (self adjuster). The patient denied taking any action regarding her diabetes management regimen as a result of the alleged issue. The patient claimed that approximately 10 to 15 minutes after the alleged power issue began, she developed symptoms of nausea, thirst and general malaise. At 6:00pm that evening, the patient reported that she took 4 units of humalog insulin. ½ hour after taking the insulin, the patient claimed she tested her blood glucose on another device (brand unknown) and obtained a high result. At the time of troubleshooting, the cca confirmed that the subject meter powered off when the power button was pressed; however, noted that the alleged issue remained unresolved. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the reported issue caused or contributed to this serious injury. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.

Event description:
A customer contacted baxter's global technical service center requesting assistance starting over with new supplies on the homechoice (hc) machine at 'connect bags.' The home patient (hp) was not connected. The hp stated she was connecting the bags and accidently pulled the spike out of the heater bag. The hp was assisted to end therapy and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.